Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that abnormality occurred at charged coupled device unit during device handling by the user, which led to the error message b30. The event can be detected by following the instructions for use (IFU): -inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex 3d deflectable videoscope exhibited the b30 error (scope communication error). There were no reports of patient involvement.